Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients leads had migrated. Surgical intervention took place where the patients leads were explanted and replaced. Related manufacturing report: 3006705815-2023-06566.

Manufacturer narrative:
Product #2 pi main [(B)(4)]. A patient experienced lead migration was reported to abbott. No procedure was not performed today due to pt being in a. Fib with rvr. Procedure not being rescheduled at this time due to health complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.